Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died with cause of death, per death certificate, being respiratory failure. The date of device and lead implant was not known.